Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was air in the line during use of a one-link IV connector. The one-link device was connected to a baxter t connector and primed with normal saline. The setup was connected to a new uva line, then flushed with normal saline and aspirated. When aspirating, air bubbles were noted in the syringe. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.